Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm on (B)(6) 2025 which correlated to a load test condition. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The alarm remained active throughout the remainder of the data, and the alarm did not prevent the pump from operating as intended. The system controller (serial number (B)(6)) was not returned for analysis, and available information indicates that this controller remains in use. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The investigation also noted a system stop was noted in the log files due to a driveline disconnection and reconnection. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook ( rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the family of a ventricular assist device (vad) patient reported on monday (B)(6) 2025 that they performed a system controller exchange for a flashing yellow alarm on controller (B)(6). Log files were sent from the system controller that was alarming on the patient. The event log displayed multiple strings of backup_battery_fault alarms beginning (B)(6) 2025 4:16 pm followed by driveline_disconnect / lvad_off alarms at 4:17 pm indicative of a system controller exchange as mentioned. The backup battery (ebb) faults occurred due to a failed ebb load test. Then, the patient returned to the hospital with reports of communication fault alarms on their new controller (B)(6). Log file review of (B)(6) showed multiple driveline_comm_fault alarms / (f20) com_b_fault(s) beginning (B)(6) 2025 at 7:20 am thru 2:11 pm. The system controller and modular cable were exchanged to resolve the driveline communication fault alarms. Log files after the system controller and modular cable exchange showed there had been no additional communication fault alarms. The log files captured routine events, with no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.